Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during a device replacement, the lead was found to have a sensing problem. During the replacement procedure, a new lead was attempted, but not successful because adequate placement in the myocardium was not found. The lead was removed and replaced. No patient complications were reported as a result of this event.